Event description:
New information reported stated that the patient was hospitalized from (B)(6) 2016 for a system revision. On (B)(6) 2016 the patient experienced phrenic nerve stimulation and the device was reprogrammed. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation. The physician suspected the left ventricular lead had dislodged. The lead was repositioned. The patient was in stable condition.